Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized twice on an unknown date for diabetic ketoacidosis. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump batteries were dying quickly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).